Event description:
Boston scientific received information that during a routine device changeout, this chronic brady lead with the newly implanted pacemaker exhibited high out of range ventricular pace impedance greater than 2,000 ohms and low out of range atrial pace impedance less than 200 ohms. The previous atrial pace impedance measurement was 160 ohms while the ventricular impedance measurement was 340 ohms through the old device. The lead, however, tested normal on a pacing system analyzer (psa). The lead was removed and then reconnected to the new device and the ventricular impedance measurement dropped to less than 200 ohms. The threshold measurements, however, were stable and the system was pacing fine. The lead was retained and remains in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.